Event description:
It is reported by the sr. Nurse and surgeon of the hospital, that an incorrect distal locking occured during surgery. Screw was locked free handed.

Manufacturer narrative:
Investigation summary: the evaluation revealed the targeting arm to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 11 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The functional inspection revealed that all nail holes of the sample nail were passed without nail contact; the reported distal misdrilling was not reproducible. Maybe the nail was not tightened enough and therefore slightly loosely or heavy bending forces were applied during drilling so that the drill hit the nail. Based on the investigation results a manufacturing issue can be excluded, the case is attributed to an inadequate usage. As a secondary issue it was found that the left upper arm was cracked; it is possible to bend the arm outwards. This is not necessary in normal usage. Therefore, the cracked arm is attributed to rough handling during usage or cleaning, combined with a long term usage. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
It is reported by the sr. Nurse and surgeon of the hospital, that an incorrect distal locking occured during surgery. Screw was locked free handed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.